Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the pump was alarming on arrival to ICU (intensive care unit). An x-ray was obtained on arrival to the operating room and blood was observed in the iab by the perfusionist. The iab was replaced and therapy was provided. There was no reported injury to the patient. A medwatch mfg report number received: mw5094834.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The pressure tubing was also returned, connected to the rear of the y-fitting and filled with blood. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. Unable to clear the inner lumen. The iab was placed on the cs300 pump but did not fully inflate. The evaluation confirmed the reported alarm which was likely caused by the catheter tubing/inner lumen kink. However, the evaluation cannot confirm the reported leak. No blood was found inside the iab. The blood found in the pressure tubing was not caused by a leak, but by an inner lumen filled with blood. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the pump was alarming on arrival to ICU (intensive care unit). An x-ray was obtained on arrival to the operating room and blood was observed in the iab by the perfusionist. The iab was replaced and therapy was provided. There was no reported injury to the patient. A medwatch mfg report number received: mw5094834.